Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins has not been working for about the last 2 weeks and she has not felt the impulse. Prior to this, the device worked perfectly so she has never had to use the handset / communicator. She charged the handset prior to calling, but not the communicator. After charging the communicator, the patient called back to be walked through making a change. Patient was able to connect and increase stimulation from 1.6 to 1.8 where they were able to feel stimulation comfortably on program 2. No further complications noted or anticipated

Event description:
Additional information was received. The patient called back reporting additional event details. The patient reported that when they had previously called, their primary concern was leakage, which was why they wanted to increase amplitude. They reported they had been experiencing a slight sting about 7 inches below their ins, near the top of their butt crack. After increasing it got worse, it was painful and uncomfortable and was really bothering them, it was noted when they laid down it was worse. Patient services reviewed that the patient was describing overstimulation. It was reviewed how to change programs from p2 to p3 and adjust amplitude. They confirmed this resolved the uncomfortable, stinging sensation and they were feeling comfortable stimulation at 0.5. It was recommended they monitor therapeutic effect and patient indicated they had been keeping a diary. It was recommended they follow-up with their healthcare provider if the issues didn't resolve. Additional information was received. The patient called and stated they were having constant bowel leakage since changing the program. They said at the point of the call they were dehydrated. They said they had to wear a pad. They said they went to the ER the day prior and they did tests. They said all their tests came back normal and they didn't have an infection. They wanted to change programs and they were able to change from p3 to p4 on the call. It was recommended the patient follow-up with their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.